Manufacturer narrative:
The complainant indicated that, the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. A search of the complaint database identified two additional complaints recorded for this lot; both complaints were from the same procedure. The may 2007 15-month resolution clipping device product family complaint trend report, inclusive of all failure modes, was reviewed, no adverse trend was noted. A corrective action is in progress to address resolution clip performance issues. See also associated medwatch reports 6000048-2007-00240 and 6000048-2007-00239. Bsc reference a00072428/478060.

Event description:
It was reported to boston scientific corporation on june 18, 2007, that during a hemostasis procedure on a hemorrhagic ulcer while using a resolution hemostasis clipping device (patient age and gender unknown), the clip "remained blocked in the sheath". Two additional bsc resolution hemostasis clipping devices were used in this procedure and experienced the same issue. A competitor's device was used to stop the bleeding and successfully complete the procedure. The physician stated that the patient's "bleeding is under control".